Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post cryo ablation procedure and prior to another procedure being started, the patient became hypotensive. A tear in the atrial septum was evident via transesophageal echocardiogram. The patient is stable and is scheduled for a surgical repair. The patient's hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: multiple clinical issue (the patient became hypotensive. A tear in the atrial septum was evident via transesophageal echocardiogram) encountered during the procedure. The sheath 4fc12/93136 was not returned for investigation. In conclusion, the clinical issues (hypotensive and cardiac perforation) were encountered during the procedure. There is no indication of product malfunction. The sheath was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2017, 08:12:18: surgical intervention was performed successfully. No further patient complications have been reported as a result of this event.